Event description:
The patient experienced return of symptoms. The patient stated that his right hand went limp on (B)(6) 2015 and he could not move it. The patient went to the emergency room (ER) on (B)(6) 2015 and the patient¿s doctor was contacted regarding the ER visit. The patient¿s doctor told the patient to come into the office on (B)(6) 2015. The patient stated that his baclofen was not working and since the ER visit he started getting major pain in his legs and when he tried to move them he would get spasms. The patient stated that he had not had spasms since pump implant and they had been controlled until now. The patient also reported that his pump was flipping and he could see it almost completely turned around for the past 2 weeks. The patient had been in touch with the doctor office and the doctor was telling him that it was ¿normal¿ for the pump to move in the pocket. The pump was used to deliver baclofen and morphine. Interventions and patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8590-1, lot# n499426, implanted: (B)(6) 2014, product type: accessory. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported that the patient's pump was twisting and the sutures broke off. The patient was experiencing pain and itching underneath the pump and when the nurse went to take out the medication it was "yellow".